Event description:
During angioplasty of bilateral iliac stenosis, including instent restenosis of previously placed stents, the evercross pta balloon caught on a stent strut post deflation when pulling the balloon catheter out. A piece of the balloon tore off and lodged inside the stent within the left common iliac. The evercross balloon catheter was removed intact with the remaining balloon piece still attached. The physician attempted to snare the other piece of the balloon without success. An additional stent was placed inside the previous stent to secure the balloon piece and restore the lumen. The vessel was very stiff, and the iliac arteries were calcified, with previous placed balloon expandable stents in the bilateral common iliacs close to the aortic bifurcation.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information, including images of the procedure has been requested. Should additional information become available, a supplemental report will be submitted.